Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 momentary squeeze (ms) pump underwent a thorough analysis. The ams 700 momentary squeeze (ms) pump was visually inspected, and leak and functionally tested. No damage or abnormality was noted, no leaks were identified in the ams 700 momentary squeeze (ms) pump. The tubing was not return for analysis; therefore, no physical or visual analysis of the component could be performed. Based on the information available and analysis results, the reported clinical observation of a crack in the connecting tube of the right cylinder could not be confirmed; consequently, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because the inflatable penile prosthesis (ipp) was not functioning properly. A revision surgery was performed two weeks later, during which a crack in the connecting tube of the right cylinder was noted. The pump was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient went to the clinic because the inflatable penile prosthesis (ipp) was not functioning properly. A revision surgery was performed two weeks later, during which a crack in the connecting tube of the right cylinder was noted. The pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.